Manufacturer narrative:
Bsc aware date was used for the event date as one was not provided.

Event description:
It was reported a fistula was observed. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was deployed and released in the laa successfully. There were no complications. Six months later, physicians were doing a catheterization procedure and noted that there was a fistula from the circumflex artery into the laa. The physician had intended to repair the fistula during a later catheterization procedure; however, during the procedure the patient had a dissection and went into ventricular fibrillation and cardiopulmonary resuscitation was administered. The dissection was repaired and the patient did not go to surgery. The fistula was not repaired as the physician determined is not effecting the patient. The patient was noted to be fine.